Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Possible causes of the nose cone being cracked include the handpiece being banged or dropped, over torquing the device, or the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is possible that because the nose cone was extremely cracked the transducer assembly was not held in place, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. This could have cause and open circuit condition which resulted in a ¿replace handpiece¿ yellow alert screen. The handpiece has a number of seals to prevent fluids from entering the housing. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal. It is probable that the ingress of moisture affected handpiece functionality.

Event description:
It was reported that during a laparoscopic colon resection procedure, during assembly, tech explained she could not get an appropriate seat for the hand piece to disposable. She opened two additional disposables and experienced the same issue before opening an additional hand piece. Once she finally got the second hand piece and third disposable to work, the generator indicated to replace hand piece. System information indicated 73 uses remaining on the broken hand piece. Case completed with bovie and ties. There were no patient consequences reported.